Manufacturer narrative:
Add'l catalog #: 72400024, 72404127. Add'l serial #: (B)(4).

Event description:
On (B)(6) 2010, an aus was implanted. On (B)(6) 2010, info was received that indicated a revision surgery was needed; reason not indicated. F/u info received on (B)(6) 2011 indicated there were problems with the pump "but after resetting the pump, it was fixed by itself." The device remains implanted. No pt complications reported.